Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, patient with vertebral compression fracture underwent balloon kyphoplasty surgery at level l1. Intra-op, the surgeon tried to inflate the inflatable bone tamp (ibt) but it was already ruptured. The inflatable bone tamp failed during the first insertion attempt into the vertebral body. Reportedly, the ibt could have been ruptured prior to use or maybe it came in contact with a bone chip, but it was never able to be inflated. No patient complications reported.